Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported event was attributed to the following. Accidental failure of the power supply unit. Aging deterioration of the power supply unit (if the subject device was frequently used). Abnormality of the power supply at the user facility (high voltage, overcurrent, or voltage surge). If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power supply unit. Omsi surmised that the power supply unit failure was cause by high voltage or surge current. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found the lamp error e103 occurred on the subject device, and the examination lamp did not light up. There was no report of patient injury associated with this event.